Manufacturer narrative:
Manufacturing representative went to the site to test the system, found door was sticking and making loud noise due to inner door covers getting stuck on the upper gantry side wall cover. Adjusted covers to original position and tested movement. No issues found after adjustment. Installed new umbilical cable and rear cab bracket. Tested unit per asm system checkout. System was operating as intended and returned to service. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. Imaging system umbilical cable passed bench test. Continuity test passed and was installed in system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. The door opened and closed successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6) rev. D, product ID: bi71000424, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to open when it was around a patient. Site stated they manually opened the system to resolve the issue. Patient presence was unknown. Additional information received and stating that " this issue occurred intraoperatively and did caused less than 1 hour surgical delay. There was no reported impact on patient outcome. Additional information received and stating that "the type of procedure was lumbar spine".